Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed in all samples including clear passage and pressure testing; and the device performed according to product specifications. Additional priming test was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set was leaking from the end of the filter (at the bottom of the filter). The leak was discovered while the patient was connected to the set; however, the infusion had not yet started. There was no patient injury or medical intervention associated with this event. No additional information is available.